Event description:
Customer reports poor correlation of sodium (na) results between two rp500 instruments. There was no report of injury for this event.

Manufacturer narrative:
Customer states that this is a correlation study and the instruments involved are not used to generate patient results. The cause for these discordant sodium results is unknown.